Event description:
It was reported the pt is having difficulty communicating with her ipg while charging due to the position of the ipg. The sjm representative met with the pt and confirmed the issue. The sjm representative indicates the ipg header is superficial while the body is deeper. The pt is to consult with her physician regarding possible surgical intervention being taken at a later date to address this issue as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.